Event description:
It was reported that during unpackaging, while the device was not difficult to remove from its dispenser hoop, when removing the distal stylet and protective sheath of a 3.5x12 rx xpedition stent delivery system (sds), the stent dislodged from the device and was found on the floor. The device was not used in the patient and there was no occurrence of a clinically significant delay. Another xience xpedition device was able to be unpackaged and used successfully in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.